Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported image black out was confirmed. Based on the results of the investigation, the root cause of the image black out was a failure of the internal video connector. Since the device has no history of repair for the relevant part for more than 7 years, electronic parts such as ics were damaged due to aging deterioration such as repeated energization stress. When the power of the video system center was turned on, a temporary overcurrent occurred due to plugging and unplugging the video connector multiple times. Alternatively, the electrical contact of the video connector was connected to the video system center with water or some other stuff adhering to it, resulting in a temporary short circuit. In addition, the following non-reportable malfunctions were found during the device evaluation; cosmetic pixels/scratches in the image, defects in the universal cord due to handling/chemical wear, and use wear to the non- bending section of the insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic cholecystectomy procedure, the screen with the endoeye flex deflectable videoscope blacked out. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This report is one of two related events. (Patient identifier: (B)(6))

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received, serial number of the subject device was provided. The event is under investigation. A supplemental report will be submitted upon receiving additional information.